Manufacturer narrative:
Unexpected battery power loss and the charge/battery lasts less than expected not found during testing. Insulin pump passed the displacement test, sleep current test, active current test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had the batteries are lasting less than a week before the pump asks for a replacement. In alarm history the last batteries she has inserted lasted only 8 days. Customer was using new energizer alkaline batteries not expired and has already tried with batteries coming from different boxes but the issue persist. Since the pump has turned off and customer is worried. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.